Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to having a basal rate and correction factor that was too high. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event. It was also reported the customer experienced an elevated blood glucose (bg) level of "high", although a specific values was not given. Customer addressed their bg with a correction bolus via pump. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.